Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device throws three clips at once and they come crossed. Procedure was completed using same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done on procedure? No. Did scissored clips cut tissue? If so, how was tissue repaired? Any change to procedure or post op patient care? No, scissors did not cut the tissue, an alternative product has been used to proceed with the procedure.